Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was stuck in a windows reboot loop due to a corrupted update. A field service engineer (fse) replaced the hard drive and reimaged the device; however, post reimage, the station could not synchronization due to incorrect computer naming, structured query language (sql) edition mismatch, and communication failures. The fse attempted to rename the station but encountered pc name is invalid and duplicate name conflicts and coordinated with technical support specialist (tss) for assistance while onsite. Tss dialed in, performed multiple troubleshooting steps including verifying communication, attempting full syncs, repairing medapplication, adjusting network settings. It was identified that the station had been reimaged with an incorrect device name and was running sql express instead of sql standard, causing synchronization failure due to database size limits. Tss restored the original computer name (fhoy orlgt11n), installed sql standard as per special handling, and executed a successful full synchronization, confirming stable communication with the es server. The fse validated onsite that the reboot issue was resolved and the station was operational, and the device was returned to service with normal functionality restored. The system functioned as intended after the field service engineer and technical support specialist together resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had been stuck in windows updates. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.